Event description:
It was reported that one blade had a "barb" on the tip. No pt harm/impact was reported.

Manufacturer narrative:
The device was not returned for eval. Results - the device was not returned for eval. Conclusions - relevant portions of the device history record were reviewed for the finished goods lot number reported. No relevant findings were noted.